Event description:
It was reported that the patient had expired. Upon interrogation, the device was observed to be in backup vvi mode. Archive data showed that the device experienced a power-on reset during a hv shock delivery on (B) (6) 2010. It was suspected that there was arcing during the shock delivery.

Event description:
The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.